Event description:
A customer reported experiencing a cartridge alarm while the pump was in use, and it was noted that a similar alarm had been reported previously with the same pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support that a replacement pump with updated software would be sent, and instructions for using the replacement and returning the faulty pump were provided. The caller confirmed understanding of the process and that they would contact their healthcare provider regarding backup therapy.